Event description:
Customer reported 1538-2 durapore tape was used to secure et tube on pediatric ICU patient. Reported patient had "moderate-high amount of salivation." Alleged tape detached, patient extubated and required resuscitation. Reported patient is in stable condition in pediatric ICU.

Manufacturer narrative:
Device not returned no evaluation can be performed. Complaint type is being monitored and analyzed.